Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. In (B)(6) 2001, the pt began using super poligrip original. An unk time later, the pt experienced "zinc toxicity and extensive nerve damage resulting in pain, tingling, and numbness in legs, feet and hands, low blood pressure, loss of balance and tendency to stumble or fall down." Use of super poligrip original was discontinued in 2010. According to the claim, the events were permanent and would continued into the future. Medical records received (B)(4) 2011: at a physician's visit on (B)(6) 2010, the pt was seen due to dizziness and loss of balance, and she stated her legs were "giving out" due to weakness. The pt was concerned that she had zinc toxicity and had used super poligrip "until it was withdrawn from the market." The physician ordered comprehensive blood tests, including zinc levels, due to the pt's tremor and neuropathy-type symptoms. Her zinc level was found to be elevated at 134 mcg/dl (normal 60 to 130). At f/u on (B)(6) 2010, the pt's symptoms continued and she had fallen. She stated it was not because she was weak or light-headed, but due to her dizziness. The physician felt the dizziness was due to positional vertigo. At f/u on (B)(6) 2011, the pt was noted to be receiving pain medications from a pain clinic and had a history of surgical cervical decompression at c5-6 and c6-7. This case was now considered medically significant by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).